Event description:
New information received notes that programming changes were made to the patient's implantable cardioverter defibrillator (ICD) to address the post-paced t-wave oversensing issue. The patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin@home transmission. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were discussed but not made at the time. The patient would continue to be monitored. There were no patient consequences.